Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Subsequently a user facility medwatch form was received, stating: the mitraclip delivery system was advanced into the left atrium and with guidance of multiplane tee, the mitraclip was oriented appropriately over the mitral valve. The clip was then opened and the arms were positioned perpendicularly to the leaflets using the en face 3d tee projection. Once properly oriented, the clip was advanced to the left ventricle, and the clip delivery system was then pulled back and the leaflets were grasped by dropping the grippers. After confirmation of adequate grasping of the leaflets, the arms were closed and reduction of mitral regurgitation was assessed and iatrogenic mitral stenosis was ruled out with direct echocardiographic visualization. Once the 1sr clip was appropriately positioned, standard maneuvers to release the clip were performed, however, the clip would not release from the clip delivery system. Despite multiple maneuvers and after extensive discussion with the company's engineers and representatives, it was determined that one of the device release cables fractured and final deployment of the clip from the delivery system would not be possible. Cv surgeon was consulted and the patients procedure was converted to open heart surgery to retrieve the retained wire. Postoperatively the patient was admitted to ICU. The patient was discharged home on (B)(6) 2015. (B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to because during deployment the clip failed to release from the delivery catheter and the cable broke. Surgical intervention was required to deploy the clip and remove the delivery catheter from the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with a wide mitral jet. The clip delivery system (cds) was advanced to the leaflets and grasping was performed. The deployment steps were performed; however, when the clip was attempted to be deployed, the clip would not release. The actuator knob was noted to be tight. Multiple troubleshooting steps were performed, but the clip would not release. During troubleshooting, the actuator assembly came out of the actuator knob completely and appeared to have a clean break. The procedure was aborted and converted to surgery. During surgery, the steerable guiding catheter was cut and the cds was clamped and turned counterclockwise until the clip deployed successfully. A portion of the separated mandrel was seen sticking out of the septum from the clip. The septum was sutured and the portion of the mandrel was cut as much as possible. Approximately 1 inch of mandrel remains in the anatomy. The mr was reduced to 2-3 with one clip implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis, which identified a fractured mandrel 2.3 cm distal of where the tapering of the mandrel begins. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. An expanded investigation determined the most probable cause to be not adhering to the instructions for use deployment sequence that led to stored tension resulting in the mandrel fracture. Abbott vascular issued a field safety notice, addressing this issue on feb 4, 2016. This communication notified users of the issue and instructs all users to follow the updated deployment sequence for all cases. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.